Manufacturer narrative:
Device evaluation: the device has not been received for an evaluation. The device history record was reviewed and found no exception documents that would contribute to this failure mode. A follow-up report will be submitted when the evaluation is completed. The device history record was reviewed. Conclusions: a follow-up report will be submitted when the evaluation is completed.

Event description:
The physician introduced the sheath and while it was in the body the sheath tore in the middle. The vessel was damaged, there was a large hematoma. The patient underwent surgery. We continue to attempt to obtain additional information and patient condition information from this customer. Specific information relating to vessel damage and the surgery performed has not been provided by the customer.